Event description:
A peritoneal (pd) nurse reported that the pt was admitted on (B)(6) 2014 for encephalopathy of unk etiology. The pt presented with a couple day history of nausea and vomiting with abdominal discomfort and altered level of consciousness. She was treated for dehydration and hypokalemia. Due to the leukocytosis the etiology of the of infection was being looked for a ruled out uremic encephalopathy. The pt had had good clearances. The pt was discharged (B)(6) 2014 and was continuing with hemodialysis.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.